Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 41622. Functional testing found that the dose cord patient controlled analgesic button was stuck. The button was replaced. The motor was replaced to resolve the error found in the history log. The device then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dose cord button is stuck. There was no patient involvement.